Event description:
The user facility reported a water leak from their amsco 400 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the check valves to the unit were damaged; however, a cause of the reported event could not be determined. To resolve the issue, the technician replaced the check valves and the water inlet. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.